Event description:
The patient's wife reported that the patient has experienced heart palpitations and tingling sensations subsequent to the dbs system implant, and has undergone many (unidentified) tests. The patient's wife indicated they will follow-up with the hcp to see if the current stimulation therapy setting are too high. Additional information has been requested by the manufacturer from the physician.

Manufacturer narrative:
.